Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they were unable to sync to the r wave during synchronized cardioversion with this defibrillator. There was no patient impact.